Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 3389s-40, lot# va1h8g1, implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 10-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported intra-operative impedances were high (27k - >40k) on contact 3. The rep was unaware of any patient factors that would be contributing factors. The impedance was found to be high at contact 3 with the new tablet programmer. The lead was wiped off and reinserted. Impedances were tested again and remained high. The old clinician tablet (8840) was utilized with voltage for impedance test set at 3.0v but impedances at contact 3 remained high. The lead/extension connection was separated and the stylet and twist lock cable were used to try to determine where the issue was stemming from. Impedances were still high on the lead at contact 3. The system was reattached and tested, and impedances remained high at contact 3 with closing. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. The patient was alive without injury at the time of the report.